Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 conclusion codes. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease pathology likely impacted the event.

Manufacturer narrative:
H3. Device evaluation: leaflet tear in the as received condition will contribute to regurgitation. X-ray demonstrated wireform intact, moderate calcification on leaflet 3, and minimal to moderate calcification on leaflets 1 and 2. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately ­­5mm on leaflet 3 at the inflow aspect. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was moderate at both the inflow and outflow aspects. Leaflet 2 had a 11mm tear near commissure 3. Leaflet 2 was thickened and swollen at the tear near commissure 3. Mechanical damage was observed on the host tissue overgrowth around leaflet 3 on both the inflow and outflow aspects and on the surface of leaflet 1 on the inflow aspect; damages appeared serrated. Sewing ring was cut near commissure 1 and multiple sutures remained attached to the sewing ring around leaflet 3. Wireform was exposed around leaflets 2 and 3 on the outflow aspect and around leaflet 1 on the inflow aspect. H10. Additional manufacturer narrative: the device was returned to edwards for evaluation. Reports of stenosis, calcification, and deterioration were confirmed through observed calcification and host tissue overgrowth. Reports of torn and flailing leaflet were confirmed through observed torn leaflet. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Host tissue is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The cause of the event cannot be determined; however, patient factors and progression of patient's underlying valvular disease may have impacted the event.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: added h6 conclusion code. The cause of the event was due to patient factors and progression of patient's underlying valvular disease pathology.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Attempts to retrieve device are in process. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event was most likely due to patient factors and progression of patient's underlying valvular disease pathology. If additional information is received a supplemental MDR will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, the implant patient registry received information a 27mm bioprosthetic mitral valve, implanted 13 years, 11 months, was explanted due to severe mitral regurgitation, stenosis, flail leaflet, calcification, torn leaflet, and deterioration. Patient presented with congestive heart failure. The explanted device was replaced with a 31mm bioprosthetic mitral valve. Echocardiography showed good left ventricular function. No evidence of mitral regurgitation. Gradients were less than 3 mmhg across the valve. Patient was transferred to open heart recovery room in stable condition. Post-operatively patient had complication with drop in hemoglobin and heart failure. Patient was discharged to tcu on post-operative day 12 in stable condition.